Manufacturer narrative:
H10: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed t1 is missing its distal end. T2 is bent and the suture has been cinched. The delivery needle is bent. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Pathological conditions in the soft tissue that would prevent secure fixation of the device¿. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The sample is under evaluation by the manufacturing site.

Event description:
It was reported that during a surgery the fast fix 360 anchors came out. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. Results of the investigation have concluded that the t was needle bent meaning that it was intended to be used in the patient and the t had a breakage which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.